Event description:
Reportedly, approx 10 days post-op the steel sutures used to close the abdominal fascia broke. No dehiscence was reported. The pt was resutured with steel sutures and suture bolsters. Pt status is satisfactory.